Event description:
It was reported by service report that the bed had error code 304 due to footright limit switch cable connector was disconnected at junction and bed will not set. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by securing the switch cable into the connector for the foot end right limit switch.